Manufacturer narrative:
The following devices were returned to the manufacturer on (B)(6) 2015. It is currently unknown which of these batteries were involved in the event. These devices will be analyzed and reported as required: (B)(4). This device is used for treatment not diagnosis. The ventricular assist system is indicated for use as a bridge to cardiac transplantation in patients who are at risk of death from refractory end-stage left ventricular heart failure. The system is designed for in-hospital and out-of-hospital settings. The instructions for use (IFU) and patient manual include a reference guide for both visual and tone alarms including potential causes and actions to take. Additionally there is a warning to keep spare, fully charged batteries and back up controller available at all time. The steps for exchange of batteries and controllers are outlined heartware will submit a supplemental report when new facts arises which materially alters information submitted in a previous MDR report. This is one of two reports (3007042319-2015-03211 and 3007042319-2015-03212) submitted for devices related to the same event.

Event description:
It was reported from the site that the patient recognized that the controller changed from one power port to the other one before batteries are down to 25% with some alarms such as "critical battery"" batteries were replaced from hospital stock. It was stated that there were no download of log files, because the battery exchange was done by mail. No physical damage was noted on the batteries. It was also said that the problem was resolved and that there were no effect on patient and that the patient was doing fine the whole time. No additional information provided. Investigation is ongoing

Manufacturer narrative:
Battery-bat200896 (B)(4). Battery- bat201824 (B)(4). Two batteries were returned for evaluation. Various analyses were conducted and reviewed in order to evaluate the performance of bat200896 and bat201824 in relation to the reported event. The reported event could not be confirmed since log files from the reported event date were not available for analysis. Analysis of bat200896 and bat201824 revealed that the devices met specifications; the devices passed visual examination and functional testing. The reported event could not be duplicated at the bench level; no failure was detected. This is one of two reports (3007042319-2015-03211 and 3007042319-2015-03212) submitted for devices related to the same event. Heartware will submit a supplemental report when new facts arise which materially alter information submitted in a previous MDR report.